Event description:
It was reported that the insulin pump alarmed motor error. No further information reported.

Manufacturer narrative:
Insulin pump had a cracked reservoir tube lip and cracked battery tube threads noted during visual inspection. Insulin pump passed prime, displacement and basic occlusion test. Insulin pump received stuck in motor error alarm loop during bolus delivery. Motor was tested outside of the device and passed. Motor may have had intermittent failure that was not detected during testing.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm-real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.